Event description:
It was reported that the ilet pump screen was unresponsive and the user could not swipe to unlock, with no physical damage observed; the agent identified outdated firmware and guided the user to update, after which a restart restored normal swipe-to-unlock function. Symptoms included an unresponsive user interface with no reported glycemic symptoms. Outcomes included successful restoration of device operability without alarms, adverse events, or medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed a device software performance issue related to firmware version, resolved by a firmware update and device restart, with no hardware defect observed. It was concluded, based on previously established findings for similar reports, that the cause was software related and corrected by updating the device firmware.